Manufacturer narrative:
Findings: intermittent button response due to moisture damage on keypad traces. Pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The backlight display functioned properly. No moisture damage on electronics and motor noted. Pump received with cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 43 mg/dl at the time of the call. The customer stated that their insulin pump was drenched in sweat. The customer was treated their low blood glucose with cookies and chocolate milk. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.